Event description:
It was reported that a display failure occurred. Procedure summary: a rotapro console was selected for use in an atherectomy procedure. During the procedure the visual display went blank. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro console was returned and a visual inspection the rotapro console observed the concole was in good condition.functional testing was performed and the reported event could not be recreated. The console passed functional testing.

Event description:
It was reported that a display failure occurred. Procedure summary: a rotapro console was selected for use in an atherectomy procedure. During the procedure the visual display went blank. No patient harm resulted in relation to this event.